Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had been returned from the field for redistribution. Testing prior to redistribution shipment noted it failed the battery test.